Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 7 years since the subject device was manufactured. Based on the results of the investigation, the image color was purple due to a defective video cable. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the video telescope "endoeye high definition ii" displayed a red colored image. The issue was found during inspection for use for a therapeutic, hernia procedure. The facility finished the procedure with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a purple-colored image due to a defective video cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.